Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer confirm that the presence of degraded sound abatement foam residue in the blower box and bottom enclosure. The issue of degraded sound abatement foam is addressed by CAPA 7211. During investigation manufacturer observed scuff-like marks on the front and rear of the device. A large piece of tape was observed across the ui panel. The manufacturer observed the air inlet filter was missing. An unknown whitish contamination was observed on the top cover. Dust like contamination was observed in the air inlet, on and around ui panel, on top of the pca and on the blower cap. A blackish substance most likely degraded sound abatement foam was observed on the inside of the blower cap, on the blower housing on and in the blower motor and in the base of the bottom enclosure. Evidence of liquid ingress with dust like contamination consistent with mineral deposits was observed on and the blower motor, on the blower housing and in the iso port. The manufacturer observed broken screw boss on the blower motor. The manufacturer observed potential sound abatement foam stuck to the bottom of the blower housing. A whitish dust-like contamination was observed in the bottom of the bottom enclosure. The manufacturer observed dust like contamination on the flip lid assembly, in the humidifier bottom enclosure, on the dry box assembly, on the water chamber, and in the lower base. A potential broken piece from the flip lid assembly was observed stuck to the dry box seal. The manufacturer observed the dry box seal was turning yellow. Several spots of unknown contamination was observed in water chamber. Potential specs of sound abatement foam were observed around the inside of the water chamber. A blackish substance, potentially mold, was observed along the seal of the water chamber. An unknown piece of potential plastic was observed in the lower base beside the heater plate. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed in the blower box and bottom enclosure. Additionally, device turn of randomly were found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.